Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had a bent cannula. The caller stated that the customer had high blood glucose of 500 mg/dl and 600 mg/dl at the time of incident. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.